Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k05077 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain. On the same day, the patient was treated with vancomycin and tazicef, intraperitoneally (ip) (weekly for 3 weeks, dose unknown), for peritonitis. One month after the occurrence of the peritonitis event, the patient was hospitalized for relapse with the same peritonitis. During hospitalization (on an unspecified date in the same month), the patient was treated with vancomycin, intravenous (IV) for peritonitis. The cause of the peritonitis event was unknown. On an unknown date during the same month), the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event and pd therapy was ongoing. It was reported that due to peritonitis the patient would go to hemodialysis (date unspecified). Additional information was requested but was not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review will be performed on the potentially associated lot number. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).